Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48hours. The patient had experienced purulent discharge, itching, bleeding and a large lump at the pods insertion site (hip/buttocks). In addition the patient reports they experienced irritation from the pod adhesive. The patient removed the pod. The patient had gone to their doctor where they had been diagnosed with an infection at the pod infusion site. The patient was prescribed an antibiotic and was advised to use hipacleanse and cold presses instead of heat. The patient was able to apply a new pod.